Manufacturer narrative:
Mentor received additional event information for patient details and suspect medical device information. The patient is a caucasian female who underwent a breast augmentation revision with 350cc smooth mentor smooth round moderate plus profile saline breast implants, not gel breast implants as initially reported. Section d: suspect medical device information has been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a - the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent an unspecified breast augmentation with unknown mentor gel breast implants experienced right-sided grade iii capsular contracture and left-sided implant migration post-operatively. Diagnoses were made via physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left-sided implant.